Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse found that the left master tool manipulator (mtm) had 23068, 23069, 32098, and 32198 errors pointing to an encoder error. The fse replaced the left mtm. The error logs were clean and the mtm was functioning properly after the replacement. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. A review of the field error logs confirmed errors 32098, 23068, 23069, and 32198 on the mtm shoulder, which occurred during only 1 power cycle. Upon visual inspection, no physical damages were found on the unit. The unit was placed on an in-house system and was driven with no issues. No errors were triggered. Upon fitness testing and a 1-hour sine cycle, the unit passed fitness tests related to the shoulder. The unit failed on the following, however, unrelated to the field complaint: backdrive, clutch button cal verification, and gravity balance test post sine cycle. After calibrations, the tests were re-executed and passed. Due to the field errors, the unit was tested for 1-hour slow speed on the shoulder, and no errors were triggered. After investigations, failure analysis could not establish the root cause of the failure during the field. The reported issue was confirmed via the error logs but was unable to be replicated by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left master tool manipulator (mtm) rotated on its own, causing the instrument to rotate also. The issue only occurred once and the system worked normally for the rest of the case. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no harm to the patient. The procedure was completed robotically as planned.